Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar detachment and at 11cm from the collar, the shaft was kinked. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. The partial collar detachment and shaft kink found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device analysis completed on 24feb2022. It was reported that the guidezilla was failed to cross the lesion. A 6f guidezilla ii catheter-guide extension was selected for use. During the course of the procedure, it was noted that the device failed to cross the lesion. No patient complications were reported and patient was all good post procedure. However, device analysis revealed that there was partial collar detachment.